Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to check the status of the ID. A technical service engineer checked the server cannot find the user via last name and ID. Then checked with hospital admin to check the status of ID and then resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a login issue when trying to pull up medication. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.